Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic appendectomy procedure. It was reported that the surgeon was passed a new instrument from the original sterile package and the device would not fire. The case completed with a second instrument and there was no consequence to the pt.